Event description:
Patient began using complete moistureplus about 2 months ago. She experienced red eyes, irritation, photophobia, blurred vision, pain and excessive tearing in her right eye. She stopped using complete moistureplus when symptoms appeared. Her symptoms lasted for about 1 and half months. She consulted a dr in another country; initial diagnosis was viral infection. Treatment was given but there was no improvement. Patient was referred to a dr in another country. Diagnosis was acanthamoeba keratitis. Patient was treated with chlorhexidine, hexahexi, brolene every 2 hrs. Patent wears contact lenses when showering. Patient rinses her contact lens case with tap water and does not rinse with mps before soaking contact lens with the mps solution. Patient is not using complete lens case.

Manufacturer narrative:
In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a 5-day MDR.